Manufacturer narrative:
Constant a35 alarm noted during rewind due to out of phase motor encoder signal. Unable to confirm motor error alarm and e70 alarm in alarm history due to a35 alarms. Unable to perform displacement test due to motor error alarms. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error after MRI exposure. Customer's blood glucose reading was 236 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Advised customer to return the pump with the battery and basal rate zeroed out. Product is being returned and replaced.